Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled routine follow-up. Upon examination, it was discovered that the implantable cardioverter defibrillator had several stored episodes of non-sustained ventricular oversensing. The patient performed isometric exercises with the left arm and noise was observed on the discrimination channel electrogram but not on the ventricular sense channel. The lead impedance was stable and within range. Impedance was also stable during the isometric exercises. Recommended programming changes were made and the physician also lowered the sensitivity on the right ventricular lead. There were no adverse consequences to the patient and the patient was scheduled for continued follow-up. Related manufacturer reference number: 2017865-2020-09503.